Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Photographs were taken of the complaint device. Based on external visual inspection, the collar was successfully retracted with needle securely placed inside the applicator. In addition, it was observed that it was observed that the sensor wire was attached to the housing puck. The customer complaint could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed the sensor wire detached and fell onto the floor. The patient did not report any injury or medical intervention.